Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not suspend insulin delivery. Customer's blood glucose was 60 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer declined to perform further troubleshooting with tandem technical support.